Manufacturer narrative:
Boston scientific final analysis could not confirm nor deny the physician's concern for sub-pectoral advisory related device behavior. Analysis of the returned device showed the missing daily measurements were due to corrupted data being written to device memory, that the cause of the corrupted data could not be determined, that initial testing confirmed all therapies were available, and how after the device firmware was reloaded and the device programmed to the same clinical settings, no anomalies with the lead measurements were noted. Subsequently, testing again confirmed all therapies were available.

Manufacturer narrative:
Clarification to event narrative: this device was removed from service for primary concern of suspected shorted condition. Visual inspection verified the device header was intact and firmly affixed to the device case. Thus, it was verified this device did not exhibit the subpectoral implant advisory behavior.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the subpectoral implant 2009 product advisory initially communicated on (B)(6) 2009, may be exhibiting the advisory behavior per the following physician. The following physician elected to remove this device from service. There was no report of adverse patient effect beyond the early surgical intervention.